Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left main anterior descending artery. A 2.50 x 20 synergy drug eluting stent was used for treatment. The stent was used thrice and failed to cross the lesion. A non-bsc guideliner was placed into the left main on the fourth attempt. However, the stent caught up on the collar of the guideliner that lifted off a few of the stent struts which made it hard for the stent to deploy into the patient's body. The stent was taken out. The procedure was completed with another of the same size. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ii us mr 2.50 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage, with mid-section struts in a lifted state. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left main anterior descending artery. A 2.50 x 20 synergy drug eluting stent was used for treatment. The stent was used thrice and failed to cross the lesion. A non-bsc guideliner was placed into the left main on the fourth attempt. However, the stent caught up on the collar of the guideliner that lifted off a few of the stent struts which made it hard for the stent to deploy into the patient's body. The stent was taken out. The procedure was completed with another of the same size. No patient complications were reported.